Manufacturer narrative:
Due to character limitation in e1 event site name, the full event site name is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit ac power plug ground pin was broken. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the fse verified damage to ground pin. Replaced ac cord reel w/plug, tested to ensure proper charging of batteries and operation on ac power. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer.

Event description:
N/a.